Manufacturer narrative:
Two 138114a were received in unopened original packaging, the reported catalog and lot numbers were verified. (Sample 1) visual inspection found that the packaging started to fold on itself near the top of the packaging (chevron side). (Sample 2) the packaging components began to separate along the side seal. The devices were dye leak tested. Testing found that the sterile barrier was intact for both devices. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. A two-year lot history review was conducted and found a total of 3 complaints involving (B)(4) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been (B)(4). Per the instructions for use, the user is advised the following; these devices should never be used when: there is visible evidence of damage to the exterior of the devices such as cracked or damaged plastic or connector damage; these devices fail the inspection described herein. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(4) rejected 138114a, push button pencil, ext, std blade, due to an "insufficient heat seal". In this instance, there was no patient involvement as the packaging anomaly was discovered during incoming inspection prior to distribution to an end-user. This report is being raised based on device malfunction with potential for injury upon reoccurrence.